Event description:
A user facility reported that a patient was prepped for placement of an impella 5.5 for tune up coronary artery bypass graft that was scheduled. The physician attempted to advance the impella 5.5 over a .025 wire. The impella 5.5 was unable to deliver past the mid subclavian artery. The catheter kinked while attempting to advance down the subclavian artery. The catheter was removed, and an angiogram was performed. Subclavian stenosis was noted on angiogram. A decision was made to perform an angioplasty on the subclavian artery. The impella 5.5 was reinserted with no success as the impella 5.5 was still unable to deliver past mid subclavian. After several attempts to maneuver the catheter, the impella 5.5 shaft kicked. The case was aborted. No patient harm was reported due to the issue.

Manufacturer narrative:
A.4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock. Section: warnings & cautions: warnings. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was returned for investigation. Delivery issue: the root cause of delivery issue is determined to be patient condition. Delivery was not success as the impella was still unable to deliver past mid subclavian. Material kink/twist: the root cause of the catheter kink was determined most likely to be patient condition as the patient had resistance in axillary artery resulting in buckling/kinking of catheter. Device history review: the device passed all the post sterile inspection checks.